Event description:
Doctor reported the free needle, (B)(6); style/size mayo 1/2 taper, product # 216705 broke while in use. The free needle broke at the base. The two pieces were recovered. The edges well approximated.